Manufacturer narrative:
Investigation summary it was reported that a patient underwent a procedure with a carto® 3 system and an unwanted pacing device malfunction occurred. It was described that there was an issue with double pacing. There was no patient consequence reported. The reported issue was resolved by replacing the backplane card with a new. The system passed the preventative maintenance and acceptance testing procedure (pm/atp). All tests passed and the system was ready for clinical use. The backplane card was replaced and sent to the device manufacturer for investigation. The customer complaint was confirmed. The backplane card was found faulty and caused the reported issue. The card was moved to scrap. Manufacturing record evaluation (mre) was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. However, an internal corrective action has been opened to address this issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
Event description: it was reported that a patient underwent a procedure with a carto® 3 system and an unwanted pacing device malfunction occurred. It was described that there was an issue with double pacing. There was no patient consequence reported. Additional information was received on june 12, 2019, and it was reported that interference occurred during planned pacing and was resolved by disconnecting electrodes 7-8 on the coronary sinus catheter. The unwanted pacing issue is considered a reportable event.